Event description:
Boston scientific received information that this implantable cardioverter defibrillator declared a battery status of end of life (eol) with a battery voltage of 2.66 volts and a charge time of 33 seconds. The patient was seen for a changeout procedure. The device was explanted and replaced and is to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not yet been received. Should additional information become available, this report will be updated.